Event description:
Davinci robotic radical prostatectomy at (B)(6) hospital (B)(6) on (B)(6) 2013. Within a couple days of surgery I began asking why I was passing gas between the catheter and penis. I also tried to convince the operating physician that I was passing fecal matter from my penis. After a couple weeks an emergency room visit revealed a punctured bladder and colon. I than had an ileostomy and a long term catheter placed. Several months later the punctures were closed at (B)(6). The results have left me permanently incontinent of urine and I also have a pelvic floor dysfunction causing bowel problems. The (B)(6) response was that they didn't know how it happened and they had never seen such a thing before and thus they referred me to (B)(6). Was this ever reported as an incident by (B)(6). (B)(6).